Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, surgery for adolescent idiopathic scoliosis was performed using the expedium verse system. The fixed area was t2 ¿ l1. During the surgery, two events occurred as below. The following implant got broken when the surgeon tried to tighten the screw without knowing the screw was in a state of cross thread. A 5.5 exp verse di set scr (part#: 199721000s, lot#: unk). In addition, the following device got broken when the surgeon tried to turn it craniocaudally. Expedium tab breaker body (part#: 299704310, lot#: unk). There are no broken parts found left in the body. The surgery was successfully completed with a 60-minute delay. No additional information has been provided from the hospital.

Manufacturer narrative:
Visual examination of the returned device found the leaf spring was broken. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the leaf spring breaking off cannot be positively determined. However, the observed damage suggests that an unexpectedly high amount of force was placed on the leaf spring by moving the tab breaker from side to side in an attempt to break the tab as opposed to simply backward and forward as recommended in the surgical procedure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.